Manufacturer narrative:
A ge service representative performed an onsite investigation. The memory board connection on the rtos-cpu was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.